Manufacturer narrative:
B3. Date of event corrected. Estimated date 2 weeks before the surgery. Exact event date is unknown. Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders, pump and reservoir were visually examined and functionally tested for leaks. Cylinder one had wear at fold in the middle and the proximal of the cylinder. The outer tube and fabric threads of the cylinder one was detached from the proximal end from a sharp instrument. Cylinder one had a hole from a sharp instrument in the proximal end of the cylinder. Cylinder one had bulge when inflated with a syringe. Cylinder one had a leak from a sharp instrument in the proximal end of the cylinder. Cylinder two had wear at fold in the middle and the proximal end of the cylinder. Cylinder two passed the leak test. The pump kink resistant tubing (krt) was worn down to the filament; the outer layer of the pump bulb was worn that result of wear against the pump strain relief krt junction. No leak was found. The reservoir had wear at a fold in the reservoir shell. The reservoir passed the leak test. Product analysis was able to confirm the reported allegation as cylinder bulge was noted when inflated with a syringe. Cylinder bulge was possibly due to the outer tube and fabric threads of the cylinder one being detached from the proximal end from a sharp instrument. Based on the analysis results, the observed issue probably occurred during the explant surgery and considered as a secondary failure. Therefore, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, cylinder had a ballooning. Two weeks later, a surgical procedure was performed, and the cylinder was replaced. A patient outcome of stable following the procedure was reported.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, cylinder had a ballooning. Two weeks later, a surgical procedure was performed, and the cylinder was replaced. A patient outcome of stable following the procedure was reported.